Event description:
5 of the 15 cardioplegia induction bags had fibers floating in them. Last time there were fibers involved we knew to be aware even though we were using the 2l bags instead of 1l bags. We inspected them between each step and found 2 at first but as he kept working on them, he noticed more particles and brought them to me for disposal. Manufacturer response for bag, exactamix 2l bag (per site reporter). No known response.